Event description:
A customer via government agency reported that the cutting function degraded and barely operated, became unusable during calibration. The procedure type and completion details were unknown. There was no information about patient impact.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a nonconformance review of the component lots traceable to the reported lot. Four nonconformance's were found. These non-conformance's could have potentially contributed to the reported event. One was for excessive adhesive at diaphragm/extension bond, one was for a cut failure, one was for adhesive on the o-ring, and one was for a broken spacer and excessive adhesive on the diaphragm/extension bond area; any of these could potentially cause the cutting function to degrade and barely operate. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. A nonconformance investigation has been completed to investigate the trend identified for probes with would not cut or actuate issues. Also, non-conformance records have been completed in relation to the related non-conformance's identified within the non-conformance review. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. While the root cause and its origin are inconclusive, the following factors outlined in the reported product¿s directions for use (dfu) could potentially contribute to an outcome similar to the reported event. The vitrectomy probe is verified for 20 minutes of use at maximum cut speed per the probe dfu. The reported event description does state "but after about 20 minutes, the cutting function degraded and barely operated, becoming unusable. "The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).